Event description:
It was reported that the customer was experiencing issues with her sensor. The customer stated that her insulin pump alerted her that she had low blood glucose levels despite her blood glucose levels were actually 204 mg/dl. The customer stated that her sensor worked for three days but stopped working thereafter. The customer also mentioned that her blood glucose, at one point, was 35 mg/dl. Customer was unaware as to what caused her sensor to not work. Advised customer to calibrate three to four times throughout the day for optimal accuracy. Afterwards, customer stated that her threshold suspend activated when she had blood glucose levels of 53 mg/dl. The customer treated herself with glucose tablets. Customer stated that the low blood glucose levels were due to other medical issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.